Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The shaft, inner shaft and the handle assembly were checked for damage. The outer shaft was kinked at the nose cone. The stent was partially deployed approximately 1cm from the end of the middle sheath. The pull rack was in the start position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and partial stent deployment occurred. The target lesion was located in the bifurcation of the superficial femoral artery (sfa). A 0.35x260mm non-bsc guide wire was introduced and after predilation, a 5 x 150 x 130 innova¿ stent was advanced to treat the lesion. The wire moved back and during an attempt to pull back the stent delivery system (sds), the sds seemed to stick. Stent deployment had not been started and the cover was still on the deploying thumbwheel. The sds would not advance and when the sds was removed, it was noted that the stent had started to deploy. The procedure was completed with a 5x150 innova¿ stent. No patient complications were reported.